Event description:
During a literature review, ("frequency, risk factors, and management of perigraft seroma after open abdominal aortic aneurysm repair," journal of vascular surgery, (B)(6) 2011, authors: ajith k. Kadakol, md, timothy j. Nypaver, md, judith c. Lin, md, mitchell r. Weaver, md, joseph l. Karam, md, daniel j. Reddy, md, georges k. Haddad, md, and alexander d. Shepard, md), a study reported on a pt who required an intervention to address perigraft seroma (pgs) complication related to a gore-tex stretch vascular graft implant. A pt had persistent abdominal discomfort from the 9.0cm seroma and eventually ruptured his seroma filled aneurysm sac. This pt underwent celiotomy, seroma evacuation, partial placement of ptfe graft with a dacron graft, and excision of redundant aneurysm sac with snug closure around the graft.